Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing a loss of stimulation on her right side. High impedances were noted on two contacts of the patient's scs lead. Surgical intervention took place at which time the patient's lead was explanted and replaced with two leads of a different model. Effective stimulation coverage was reportedly restored postoperative. The patient had two model 3146 leads from the same lot implanted as part of her scs system. Implant date is unknown to the manufacturer at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.